Manufacturer narrative:
This report is report is being submitted to correct the description of event or problem (b5) in section b, adverse event/product problem and MFR site zip/post code (g1) in section g, all manufacturers. Upon receipt at our quality assurance laboratory, the console device was not returned; however, it was serviced at the customer's facility by a field service engineer (fse). The fse confirmed the reported allegation of device displaying an error message, case saver mode and additionally found footswitch issue during service. The fse calibrated the device, the issue was resolved, and the unit was within specifications. A labeling review was performed and there is no indication that the device was not used in accordance with the instructions for use. A risk review was performed and confirmed that the events of cancelled/rescheduled - post sedation/sedation unknown and surgical procedure delayed are known event defined in the product's risk management documentation. The event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It also includes consideration of risk severity and rate, and the overall residual risk of the p120 device is acceptable. The investigation conclusion code assigned is cause traced to component failure, which indicates an expected or random component failure was identified without any design or manufacturing issue.

Event description:
It was reported that this device prompted an error code 240 (system not calibrated), 78 (calibration interrupted in the middle), 252 (lasing and safety-pyro main not equal pyro safe) and case saver after repair and preventative maintenance. The procedure was not completed due to this event. There was no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under unknown sedation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the console device was not returned; however, it was serviced at the customer's facility by a field service engineer (fse). The fse confirmed the reported allegation of device displaying an error message, case saver mode and additionally found footswitch issue during service. The fse calibrated the device, the issue was resolved, and the unit was within specifications. A labeling review was performed and there is no indication that the device was not used in accordance with the instructions for use. A risk review was performed and confirmed that the events of cancelled/rescheduled - post sedation/sedation unknown and surgical procedure delayed are known event defined in the product's risk management documentation. The event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It also includes consideration of risk severity and rate, and the overall residual risk of the p120 device is acceptable. The investigation conclusion code assigned is cause traced to component failure, which indicates an expected or random component failure was identified without any design or manufacturing issue.

Event description:
It was reported that this device prompted an error code 240, 78, 252 and case saver after repair and preventative maintenance. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under unknown sedation.

Event description:
It was reported that this device prompted an error code 240, 78, 252 and case saver after repair and preventative maintenance. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under unknown sedation.